Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l5-s1 due to degenerative disc disease. This was a patient under 40s with hard bone in a small disc space. Intra-op, implant was placed well but then the surgeon noticed a small portion of tip of implant stuck to secondary impactor. Apart from the portion of the broken tip, the product remains implanted inside the patient. There were no patient complications reported as a result of this event.